Event description:
Medtronic received a report the cuff on the tracheal tube deflated gradually. A pin hole was found on the cuff later. Customer indicted the issue was found during inspection, prior to patient use.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small tear. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that while in use on a patient, the cuff deflated gradually. A pin hole was found on the cuff later. It was not found during inspection prior to use. No patient harm.